Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, cable failure, corrosion of electrical contacts, fluid invasion of main body lens, cracks and adhesions on the main body lens. A root cause could not be identified. Based on the results of the investigation, it is likely flickering image occurred due to cable failure. The cause for adhesions on the lens could not be established, whereas the most probable cause of all other malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited defective video image. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.